Event description:
Pt reportedly received results (exact date unknown) of 11.2, 12.3 and 2.3 mmol (av 8.6, sd 5.9, cv 6950), all within 15 mins. The pt was using expired strips and has not cleaned the meter. No symptoms were reported. There was no allegation of harm.